Event description:
It was reported that balloon rupture occurred. Vascular access was obtained by ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After crossing the guidewire, a 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. Dilatation was then performed with a non-bsc balloon catheter and the flow recovered and the procedure was completed. There were no patient complications reported.